Event description:
User received discrepant ferritin results for one patient. No units of measure provided. Initial result from serum sample gave 234.8. Plasma sample collected same time as serum sample from same patient, gave 579. User repeated both serum and plasma samples twice, first without dilution and then with dilution giving results that were the same as original results. No information was provided to determine which result was reported or if an adverse event occurred. If additional information is provided, appropriate notification will be provided.